Event description:
Event description guidant received information that the ventricular threshold of this implantable lead have increased and the r-waves have decreased.

Manufacturer narrative:
An x-ray of the implant site did not show any lead dislodgement. The physician has elected to follow the patient for now. Boston scientific will provide additional information when it is available. Most recently, this lead was surgically abandoned for reason of noise leading to inappropriate anti-tachycardia pacing. There was no allegation against the associated medical device.

Event description:
Boston scientific received information that the ventricular threshold of this implantable lead have increased and the r-waves have decreased.